Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during an implant procedure, this implantable transvenous defibrillation lead perforated the patient's right ventricle. The patient's presssure dropped and they were rushed to the operating room to repair the perforation.